Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation indicates that the suction levers and the valve assembly are missing from the device. The hand piece was connected to an fms vue pump and tested. All of the buttons on the hand piece functioned as intended, all of the buttons were tested several times and continued to function properly. This complaint cannot be confirmed. The suction function could not be tested because of the missing parts. Further, a review into the depuy synthes complaints system revealed no complaints for this serial number of the device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the customer's fms shaver was working intermittently. The sales rep reported troubleshooting was performed on the device by changing the footpedal, which initially seemed to fix the issue but by the end of the procedure the device was not working again. The surgeon completed the procedure with the device with no patient consequences. There was a 10 minute delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.